Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4)

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected refractive result of three diopters (hyperopic). It was clarified that biometry had been rechecked and was found to be accurate. Additional information has been requested.